Event description:
The pt underwent a bilateral mastectomy on (B)(6) 2009 with a two stage breast reconstruction using veritas collagen matrix in the left breast. The pt developed an infection which was not cultured. The pt had 1 drain placed in the pre-pectoral space of the left breast for a total of 17 days after the initial surgery. The pt received oral antibiotics post-operatively.

Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.